Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2018 this crt-d was impossible to interrogate. The device was explanted on (B)(6) 2018. During the explantation the rv lead was discovered fractured; the lead was capped and replaced.

Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Based on the observed symptoms and consistent with the mentioned fractured right ventricular lead, it is reasonable to assume that a shock delivery into an external short circuit led to a damage of the electrical module. As a result of the damage the device could not be interrogated. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.